Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis produced a calculated longevity result of 73% of expected, based on the available programmed parameters. Without the history of the programmed settings throughout the device's service life, there is no way to determine why device longevity did not match the predicted model.

Event description:
It was reported that the device was removed and replaced due to normal battery depletion. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.